Event description:
The hospital reported a malfunction causing a system shutdown resulting in a loss of mechanical ventilation during a case. There was no report of patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The universal power supply was replaced to resolve the reported issue. Block a: patient information could not be obtained due to country privacy laws. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(6).